Manufacturer narrative:
Age at time of event : 18 years or older. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The eccentric, de novo target lesion containing a lesion bend of >= 90 degrees was located in the severely tortuous and moderately calcified right coronary artery. A 3.00 x 32 synergy¿ drug eluting stent was advanced but failed to cross the lesion. The device was removed and the tip of the stent struts were noted to be deformed. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.